Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed fault 41 (patient temperature sensor failure)," which was confirmed during the archive data review but was not confirmed during the functional testing. The customer did not provide additional information regarding the storage condition and the surface (hard or soft) where the autopulse platform was placed during the reported event. Fault 41 can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours) or by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform and cause fault 41 to appear. The customer reported complaint of a "crack near the handle on the autopulse platform's cover," which was confirmed during the visual inspection. Based on the photos provided by the service team, a broken part on the handle of the front enclosure and multiple cracks on the front enclosure were noted. In addition, unrelated to the reported complaint, a bent battery lock, a broken part on the top cover near the handle, a broken screw well area on the bottom enclosure, and a cracked battery compartment were noted. The observed physical damages appeared to be the characteristics of user mishandling, such as a drop. The damaged parts need to be replaced to address the reported and observed physical damages. The archive data indicated multiple fault 41, thus, confirming the reported complaint. The autopulse platform passed the functional testing without error or fault. The customer reported fault 41 was not reproduced during the testing. Nevertheless, the temperature sensor will be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. A load cell characterization test revealed an over-reporting load cell #2, unrelated to the reported complaint. The broken/cracked cover(s) and load cell failure were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in 2016 and is six years old. The load cell needs to be replaced to address the observed failure. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(4). Ccr was reported on (B)(6) 2017, and the temperature sensor was replaced.

Event description:
During shift check, the autopulse platform sn (B)(4) displayed fault 41 (patient temperature sensor failure) message, and the customer noted a crack near the handle on the autopulse platform's cover. No patient involvement.